Manufacturer narrative:
(B)(4). An x-ray was provided and confirmed the reported event. A DHR review was conducted and no discrepancies were identified. A design history review found that no changes were made to the design that would contribute to the reported failure. Due to a lack of objective evidence, a root cause was unable to be determined.

Event description:
It has been reported that following the placement of locking cannulated blade plate, the patient was revised due to pseudo-arthrosis and loosening of the device. No additional patient consequences were reported.